Manufacturer narrative:
Vyaire complaint #:(B)(4). Code 81 other - at this time, vyaire has not received the suspect device/component for evaluation. Any additional information provided by the customer will be included in a follow up report.

Event description:
Vyaire medical received a customer report that claims the avea ventilator performance check detected a failure in inspiring flow sensor operation.